Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored atrial tachycardia (at)/atrial fibrillation (af) electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that inappropriate pacing occurred as a result and that 'low' p waves were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited undersensing on current electrograms (egm) and intermittently during atrial tachy cardia/atrial fibrillation (at/af) episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.